Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 due to urine ketones and ever since then the customer had been experiencing high blood glucose. The customer's most recent blood glucose level was 540 mg/dl. The high blood glucose went down after changing the infusion set. The customer's blood glucose level at the time of admission was 410 mg/dl. The customer had the symptoms of high blood glucose and vomiting. The customer was given fluids and was released with a blood glucose level of 191 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. It was noted in troubleshooting that there were no air bubbles, no site issues, the cannula was not bent, and the insulin was able to exit during the manual prime test. The customer was advised to monitor the high blood glucose and to call back when they receive the tubing clamp to perform the no delivery test.